Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product underwent non-device related surgery. The post-surgical device interrogation revealed one high out-of-range shock impedance measurement had been recorded a few days back. The shock impedance measurements have since stabilized and no programming changes were made. No adverse patient effects were reported. The device and lead remain in service.